Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2016, to report a patient death that occurred on (B)(6) 2016. Patient's caregiver called emergency medical technician's (emt). Patient's caregiver provided cardiopulmonary resuscitation (CPR) until paramedics arrived. Patient was not taken to the hospital as she was pronounced dead at the scene. Patient's husband did not state what lead to emt's being called. Patient was wearing dexcom continuous glucose monitor (cgm) at the time of death. Cause of death was reported to be aortic stenosis, sudden cardiac death, hypertension, and diabetes mellitus. Patient was taking many medications. Additionally, it was reported that the patient had moderately advanced parkinson's disease. Patient was taken directly to the funeral home. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of death due to complications of the disease. A death certificate was provided, confirming cause of death. Immediate cause of death was determined as being 1.) Critical aortic stenosis 2.) Hypertension 3.) Diabetes mellitus. Additionally the patient's death certificate confirms that the patient had parkinson's disease.